Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer stated the battery was at 40% the day prior to the shutdown. The pump was connected to a power source and was able to be turned on. There was no reported impact to the customer's blood glucose level as they had not tested at the time of the call. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.